Event description:
It was reported that stimulation could not be adjusted. It was noted that the device was off. The patient turned therapy on and was able to adjust stimulation ¿up.¿ it was noted there was a loss of therapeutic effect. The stimulation therapy was not covering the pain as well and did not receive the same relief as before. It was noted the patient had two ¿channels¿ and two more were added. It was noted that ¿things were moving around.¿ it was further noted there was a vibration but the pain down the left leg was not relieved. It was noted the patient had eight back surgeries and ¿so much¿ scar tissue. Therapy worked well for about one month and then stopped. It was noted the patient walked with a limp again. There was ¿some discomfort¿ on the right side and a lead was placed in the location but it was not helping. The majority of the patient¿s pain was on the left side. The patient experienced a ¿burning sensation¿ up the left side almost ¿like the wire was touching something.¿ the sensation was felt ¿around¿ the lead location in the mid to lower back. The patient felt it was caused by the lead because the patient ¿never felt anything like it before the implant.¿ it was noted the sensation was present for three weeks prior to the date of this report. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013: product type lead; product ID 37746, serial# (B)(4): product type programmer. (B)(4).